Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal sheath with hydrophilic coating instructions for use, adverse events that may occur and/or require intervention include but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. The trunk-ipsilateral leg component was advanced on the patient¿s right side through a gore® dryseal sheath with hydrophilic coating (dsl1828j/16310830). According to the report, no resistance was felt while advancing the sheath. Before the ipsilateral leg was deployed, it was reported the right iliac bifurcation was visually unclear on a procedural angiograph, and a dissection was suspected. After the physician deployed the ipsilateral leg, another angiograph reportedly confirmed a dissection in the right external iliac artery. It was also reported that the right internal iliac artery was occluded due to the dissection. The physician implanted two smart stents (10mm x 6cm and 10mm x 4cm) in the right external iliac artery to treat the dissection. The patient tolerated the procedure.